Event description:
The reporter stated that the surgeon inserted an implantable collamer lens model icm120v4 on (B)(6) 2007 in his right eye. It was reported that the patient is experiencing complications such as halos, glare and double vision. On the patients last post-operative visit on (B)(6) 2007 the patient had really good vision (double vision was gone) with the help of corrective glasses due to uncorrected astigmatism which is causing the double vision. Patient will be having a laser refractive procedure to correct the 1 diopter of astigmatism in both eyes. Further information was requested and none forthcoming, if more information is received a supplemental MDR will be sent.

Manufacturer narrative:
Adverse event or product problem: patient concern. (B)(4).